Event description:
It was reported the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.25mm and rotawire for treatment. After ablation was completed, the physician began to remove the rotapro burr and rotawire. Upon attempting to remove them, they became stuck on each other. The physician removed both devices together from the patient successfully. Ablation was already completed at the time the devices became stuck. No patient complications were reported due to this event.

Event description:
It was reported the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.25mm and rotawire for treatment. After ablation was completed, the physician began to remove the rotapro burr and rotawire. Upon attempting to remove them, they became stuck on each other. The physician removed both devices together from the patient successfully. Ablation was already completed at the time the devices became stuck. No patient complications were reported due to this event.

Manufacturer narrative:
E1 state: shiga prefecture. Product analysis by MFR: the returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.